Event description:
It was reported that the catheter was implanted in 2002. The pt was sent home and was brought back the next day. The physician tried to reposition the catheter. The catheter looked as though it were "crimped" the catheter was removed the next day.